Manufacturer narrative:
The reason for this revision surgery was to alleviate instability and improve the range of motion in the patient's joint after 4.3 months of patient use. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history showed this is the (B)(4) complaint against lot number 864c1411. A total of (B)(4) complaints have been submitted against this part number with (B)(4) of these complaints for joint instability. The remaining complaints are the result from other issues such as infections, dislocations and pain. The event is deemed to be non-product related and the result of patient instability in the joint. There are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Second revision surgery - the patient needed a more stable glenosphere and poly insert to increase the stabilization of the implant. The surgeon switched out the two components to get the right range of motion to benefit the patient.